Manufacturer narrative:
A review of the manufacturing documentation for the ipgrevealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during an implant procedure, the patient lost lower motors. It was noted that the left leg was weak and the case was aborted. The physician believed it was procedure related. The patient was doing well postoperatively. No further information could be obtained.

Event description:
A report was received that during an implant procedure, the patient lost lower motors. It was noted that the left leg was weak and the case was aborted. The physician believed it was procedure related. The patient was doing well postoperatively. No further information could be obtained.

Manufacturer narrative:
Sc-1160 (sn (B)(4). Device evaluation indicated that there was no complaint towards the device functionality. The device passed the test performed.

Event description:
A report was received that during an implant procedure, the patient lost lower motors. It was noted that the left leg was weak and the case was aborted. The physician believed it was procedure related. The patient was doing well postoperatively. No further information could be obtained.